Manufacturer narrative:
Device not returned.

Event description:
It was reported that after filling cartridge with insulin, an empty cartridge alarm occurred. Customer used another cartridge and an occlusion occurred. Multiple cartridges were used. Customer's blood glucose was within range (value not provided). Customer reverted to using another pump for insulin therapy.